Event description:
Approximately 8 months post-operatively following pedicle screw fixation with interbody implant, a patient reported pain. A broken rod in the pedicle screw construct was identified on radiograph. No surgical intervention has been performed.

Event description:
Approximately 8 months post-operatively following pedicle screw fixation with an interbody implant, a patient reported pain. A broken rod in the pedicle screw construct was identified on radiograph. A surgical procedure was performed to replace the construct. At the time of this procedure, the surgeon identified a pars defect at the operative level. The construct was replaced and extended.

Manufacturer narrative:
Based on additional information and device receipt and evaluation the following fields were changed: b1 to adverse event, b2 to required intervention, b5 to update the event description, d9 to indicate device received with date, h1 to serious injury, h3 to device evaluated yes and h6 for updated codes. New information was added to the following fields: d4, d6b and h4. The device was returned for evaluation. Visual inspection was performed and the reported rod breakage was confirmed. The damage observed was consistent with the application, use and event reported. Review of production records found no discrepancies related to this event. Based on the results of our evaluation, a root cause associated with the device could not be identified. The surgeon associated this event to a pars defect in the patient anatomy.